Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that from mid-section to the distal end of stent, stent struts were stretched and pulled distally over the distal markerband and tip. The undamaged section crimped stent maximum outer diameter measurement was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16jul2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a with a 2.0x15mm non-bsc balloon catheter and a guide wire crossed the lesion, a 2.50 x 28 synergy¿ stent was advanced but failed to cross the lesion. After three failed attempts, the device was replaced and the procedure was completed with a 2.5x28mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.